Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported the patient broke their wrist after a fall and were questioning if the device was working. The consumer stated they were going in for x-rays to see if the wires broke, although the controller didn¿t give any indications of malfunction, the consumer noted it was turned off for botox. Additional information from a friend or family member of the patient on (B)(6) 2017 reported the patient fall in 2016 and had a loss of therapy in 2016. The caller stated that ¿we aren¿t convinced it¿s worked at all¿. The caller stated the implantable neurostimulator (ins) wasn¿t helping the patient¿s symptoms and the caller stated it might have worked a little bit, but that could have been a mental thing. The caller stated the patient was using depends all the time and even if she felt stimulation it didn¿t make a difference. The patient noted this began a month or two after implant. The caller noted they had seen the healthcare professional (hcp) a couple of time, but they didn¿t think it was working. The caller noted the patient had an appointment on (B)(6) with the hcp and requested the manufacturer representative (rep) by there. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dys function/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va14gjt, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) stating that the patient was in the physician¿s office for follow up and to receive instruction on their programmer. The patient stated their device wasn¿t helping their symptoms and it hadn¿t for the last year. The patient also could not find their programmer and hadn¿t used it for most of last year. The patient was given another programmer. Upon interrogation of the implanted device, electrodes were >4,000 ohms. Programs 1-4 were programmed and the patient stated they felt stimulation in their lower, right buttock near where it met their thigh. The patient was on program 1 at 3.4v. The patient was given programmer instructions and asked to keep a bladder diary to track symptoms. The patient noted that they fell approximately a year before the report so an x-ray was ordered to evaluate the lead placement. On the lateral view, it appeared the lead had advanced through the foramen. The device was reprogrammed as a result. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va14gjt, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported the cause of the implantable neurostimulator (ins) not working was a lead migration determined the x-ray. The hcp stated the patient had a revision on (B)(6) 2017. There were no further complications that have been reported as a result of this event.